Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination of lead, it was noted that the atrial fibrillation electrogram was the same as the ventricular electrogram. Physician observed that the right ventricular (rv) lead was incorrectly implanted in the coronary sinus. No allegation of malfunction on the lead. The rv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.